Event description:
In 2005, my eyes became very red and irritated. I went to the dr. Five days later, and was diagnosed with an eye infection and given sulfacetamide eye drops. I took the eye drops for about a week then I discontinued them after developing a huge rash on my back. I then went to the eye dr for a new prescription. I was informed that my eye sight has changed and it hasn't changed since 99. I was using the amo complete moisture plus. I just saw the warning about this solution on tv and I am very concerned seeing I still suffer from the eye infection and have had it for over three weeks now. Please contact me asap with some info. Dates of use: in 2007, event abated after use stopped: no.